Event description:
It was reported that during a axillary node resection procedure, the clips were falling out of the device or they were scissored. This occurred with 2 devices. Finally got a 3rd one that worked. There was no pt consequence. The clips were retrieved without incident.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.